Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because no detailed information was available about the foreign material. However, based on the past similar cases and device inspection result and reports from the user facility, the reported event may have been caused by the user inhaling a patient-derived foreign material during the procedure. The instruction manual provides precautions for handling the device when inhaling solid materials or highly viscous fluids, as well as troubleshooting guides if the user feels that the device is in trouble. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device and plastic-like red shavings have not been returned to olympus medical systems corp. (Omsc) but were returned to olympus ireland for evaluation. Olympus (B)(4) inspected the device and confirmed the following: the angulation was insufficient. The light guide lens was chipped. There was an abnormality on the exterior of the boot. The inside of the biopsy and suction channels was inspected, but no damage or blockage could be found, and there was no evidence of red debris. The red debris sent from the user facility was confirmed, and the source of the material could not be determined, but it was confirmed that it was not derived from the device. There were no signs of defects in both the biopsy and suction channels, but both channels should be replaced as a precautionary measure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the procedure, the user found that the suction channel of the device was clogged. As the procedure was almost complete, the user passed an olympus cleaning brush bw-412t through the biopsy channel to remove the channel blockage, with the device still in the patient's body. The cleaning brush pushed out debris that looked like red plastic shavings from the distal end into the patient. The procedure was delayed by 30 minutes as the user recovered these debris. The user completed the procedure with the device. The user was unable to identify the debris recovered from the patient. There was no report of patient injury associated with the event. The device was in use on (B)(6) 2021 before the reported event occurred and was not a problem. The device was washed again on (B)(6) 2021 without any anomalies recorded and placed in a drying cabinet for next use on (B)(6) 2021.